Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device keeps rebooting after it is powered on. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device keeps rebooting after it is powered on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device keeps rebooting after it is powered on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker pac technician further evaluated the customer's device and determined that the issue was due to the user interrupting a software update. The customer received a replacement device and the device was retained by stryker. The cause of the reported issue was determined to be user error.